Event description:
It was reported that the device was implanted for pelvic organ prolapse on (B)(6) 2012. Since implant date pt has experienced urinary retention, vaginal pain, abdominal pain, pain with intercourse, low back pain, bleeding, chronic inflammation and a general feeling of fatigue. Pt reports having surgery to attempt removal (B)(6) 2013.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for eval and the lot number is unk. Based on the investigation findings, current mfg controls are considered adequate as to detect and segregate any nonconforming unit. Event described could not be confirmed as a mfg related issue. (B)(4).